Event description:
As reported by the user facility: the mini-spike has a foreign material on top of the spike.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) dispensing pin in open packaging was returned for evaluation. The sample was visually inspected per specification. A foreign substance was noted on the tip. Retained units for the reported batch number were visually inspected per specification, and no defects were noted. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. A review of the batch history records was also performed and no non-conformances or deviations were noted. Based on the results of the sample evaluation, no specific conclusions can be made regarding the cause of the reported event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the mini-spike has a foreign material on top of the spike.